Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) boss410, (3i t3 non-platform switched parallel walled implant 4 x 10mm) for evaluation. Visual evaluation of the as returned device identified only the sterile inner vial already opened, without it's original packaging / box. Additionally, the sterile inner vial was returned inside an autoclave bag / pouch, the sterile inner vial was missing the implant; however, the cover screw was seen inside. Therefore, the coob is non-verifiable as the conditions of the packaging / product when delivered to the customer are unknown / non-verifiable. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 2023020456. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023020456 for similar events and no other complaint was identified. Review completed utilizing keywords: incorrect component quantity. The customer did submit two (2) images for the reported event. The images did not provide additional evidence. Based on the investigation and risk management file, the most likely root cause determined from the investigation is improper handling of devices/packaging outside of zimvie control. Therefore, based on the available information, a packaging malfunction could not be verified. The reported event/coob was non-verifiable since the condition of the product/packaging received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It is reported that the implant case came without an implant inside. No other complications reported.